Event description:
Pt reported the infusion device displayed an e8 power interrupt error after it was dropped. Pt was unable to clear the error message by pressing the check button. The infusion device was replaced and requested for eval. A preliminary eval revealed the up button is permanently pressed, therefore, the other buttons on the infusion device do not function. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. Add'l info will be submitted when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.